Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the did allege insulin pump was under delivering. Customer¿s blood glucose was 345 mg/dl at the time of incident and current blood glucose 240 mg/dl. Customer was treated with insulin pen. Customer stated that they received insulin flow blocked alarm after high pressure test. Customer was assisted with performing high pressure test and the test result was failed. Troubleshooting was performed for under delivery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08715 inches. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing.